Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2019. The patient mother stated the patient experienced discomfort where the sensor was inserted and went to the emergency room (ER) on (B)(6) 2019. An x-ray was done to confirm that the wire was inside of his arm. On (B)(6) 2019 he saw another doctor who did an ultrasound. Both doctors elected to leave the wire in place and not to attempt removal. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.